Manufacturer narrative:
Functional testing of the pump could not be performed due to usb port pin damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated, and the customer believed that it was likely due to the fact that the customer went to a buffet the previous night. The customer treated elevated bgs, by administering a correction bolus and bg levels stabilized.